Manufacturer narrative:
Reported event: an event regarding disassociation involving an mdm liner and shell and dislocation of adm liner from mdm liner was reported. Upon review of medical records provided for this patient, shell malposition and osteolysis around the screws was confirmed by consulting clinician. Method & results: device evaluation and results: material analysis, visual functional and dimensional inspections could not be performed as the device was not returned and no images of the screw were provided. Clinician review: a review of the provided medical records by a clinical consultant concluded: cup malposition in absent anteversion and superficial position, not addressed during previous revision procedures 3-weeks, 6-months and 2-years earlier, has contributed to impingement with a repetitive overload condition on the liner locking mechanism causing ultimately a double intraprosthetic dislocation in the mdm liner requiring a fourth revision surgery. The fact of an overload condition is further supported by the presence of severe osteolysis around the screw section of the cup in the superior acetabular bone. It proves that major overload forces are acting on the cup shell trying to loosen it with increased micromotion between the cup shell and the screws that (still) remain securely fixed to the bone at this time. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant concluded: cup malposition in absent anteversion and superficial position, not addressed during previous revision procedures 3-weeks, 6-months and 2-years earlier, has contributed to impingement with a repetitive overload condition on the liner locking mechanism causing ultimately a double intraprosthetic dislocation in the mdm liner requiring a fourth revision surgery. The fact of an overload condition is further supported by the presence of severe osteolysis around the screw section of the cup in the superior acetabular bone. It proves that major overload forces are acting on the cup shell trying to loosen it with increased micromotion between the cup shell and the screws that (still) remain securely fixed to the bone at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the mdm liner out of the acetabular shell. Additionally, the poly insert dislocated out of the metal liner. The surgeon revised the shell and two screws in order to re-position it (there is no allegation of malposition against the shell). The shell, two screws, the mdm/adm liner construct, and 28mm metal head were revised to a shell, two screws, mdm/ adm liner construct, and a 28mm metal head. Rep provided a usage sheet from the latest revision, webops reports for the latest and previous revisions, a pre- revision x-ray and explant pictures and reported that no further information will be released by the hospital or surgeon. Update 12 aug 2019 med review indicates: the fact of an overload condition is further supported by the presence of severe osteolysis around the screw section of the cup in the superior acetabular bone. It proves that major overload forces are acting on the cup shell trying to loosen it with increased micromotion between the cup shell and the screws that (still) remain securely fixed to the bone at this time.